Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent bluetooth connectivity failures between the ilet and both the mobile app and dexcom g6, characterized by cycling connection statuses on the app and the ilet, inability to progress past sensor start screens, repeated pairing attempts, and re-entry of transmitter serial number without successful cgm pairing, which led the ilet to operate in bg run mode. Symptoms included no adverse clinical effects and blood glucose remaining in range. Outcomes included device replacement to restore intended cgm-integrated automated operation. Investigation included review of reported behavior, troubleshooting steps such as app and device resets, forgetting and re-adding devices, and confirmation that the prior ilet was not paired. Investigation of this case revealed a suspected ilet bluetooth communication malfunction limiting stable pairing with the mobile app and dexcom transmitter, consistent with a device communication failure in the pump subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction fault is associated with the hoverboard which is affecting the ilet¿s bluetooth communication function.